Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4).

Event description:
On an unknown event date, it was reported the customer received the following results on one or a combination of three possible mobile systems within 10 minutes: 27.0 mmol/l and 10.0 mmol/l. Another event with an unknown date, the customer received the following results on one or a combination of three possible mobile systems within 10 minutes: 20.0 mmol/l and 4.0 mmol/l. No adverse event reported. The test strip lot number was not provided. Return of the suspect device was requested for evaluation.